Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture in the left main bronchus. The lesion was not dilated prior to stent placement. During the procedure, the physician positioned the stent system at the target lesion and began deployment. However, when approximately 2/3 of the stent was deployed, the physician met resistance when releasing the suture. The physician continued pulling the suture a little at a time, but the suture tore and detached. The partially deployed stent was removed from the patient. The procedure was completed with a distal release ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture in the left main bronchus. The lesion was not dilated prior to stent placement. During the procedure, the physician positioned the stent system at the target lesion and began deployment. However, when approximately 2/3 of the stent was deployed, the physician met resistance when releasing the suture. The physician continued pulling the suture a little at a time but the suture tore and detached. The partially deployed stent was removed from the patient. The procedure was completed with a distal release ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be "good." **additional information received since (B)(6) 2012** according to the complainant, the shaft of the delivery system broke during use.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The reported event of stent deployment issue (partial deployment). The reported event of suture break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the proximal end of the stent was partially deployed by 32 mm. It was noted that the shaft was broken at 70 mm proximal to the distal tip and the proximal section of the shaft was not returned. The deployment suture thread was also broken at 70 mm from its point of release. A microscopic examination of the shaft and thread noted that the shaft was broken clean and the thread did not appear frayed at the point of break. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. As the specific cause of the failure cannot be identified, the most probable root cause is undeterminable.